Manufacturer narrative:
The account alleged 22 ICU patients developed either a stage 3 or stage 4 wound on various parts of their bodies. The account did not provide any link or distinction between a particular patient and bed. They only provided their documented bed sore issues. Per the hill-rom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. The account did not provide any information regarding treatment for the patients. Hill-rom has provided multiple training sessions on the product. The bed is functioning as designed. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating 22 ICU patients that developed either a stage 3 or stage 4 wound on various parts of their bodies. The bed was located at the account. There was a patient injury reported. This report was filed in our complaint handling system as complaint (B)(4).